Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-04104. It was reported that during an elective ipg replacement, in the intra -op testing several contacts on one of the leads revealed high impedance. As a result, physician pulled out and reinserted the lead with the issue. It is unknown which lead is liable so both leads are reported.

Event description:
Reference MFR. Report number: 1627487-2019-04104. Additional information received that patient has effective therapy.